Manufacturer narrative:
The customer stated the each scope had been used at least once but is unknown if the remaining scopes were used on any patient. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, endoscopy support specialist (ess) confirmed improper reprocessing conducted when visiting the user facility. However, the likely cause of the reported event is due to there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. As for proper handling, training was conducted by ess. The event can be prevented by following the instructions for use (IFU) section: prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
He device was not returned. However; an in-service training was provided for all staff members which included bedside pre-cleaning, leakage testing & manual cleaning information contained in the olympus instruction manual. The training included the construction and the functionality of the device. Olympus bedside pre-cleaning and reprocessing posters were also left and emailed to the facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonvideoscope was reprocessed incorrectly and insufficiently. The bedside pre-cleaning steps were not followed for the scope. The staff member did not perform the air/water channel cleaning adapter or the auxiliary water channel flushing steps, and the umbilical end of scope was not immersed during the leakage testing. There was no patient harm or consequence reported as a result of this event.